Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, after extensive testing the reported problem could not be duplicated. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.